Event description:
Caller reported false negative urine hcg results using consult hcg combo cassette test vs. Beta hcg test. On (B)(6) 2010, a (B)(6) obtained positive results by home pregnancy test. When tested with consult hcg combo cassette test at this facility, result came out negative. The repeated test also came out negative. Beta test came out positive at 15. Sample was refrigerated for over night and re-ran it today - the result was positive (customer did not equilibrate the sample to rt).

Manufacturer narrative:
Lot #hcg9120140. Expiration date 12/2011. Control lot: 20miu/ml hcg urine lot: hcg100223-01. 100miu/ml hcg urine lot: hcg100513-01. 268.4iu/ml hcg urine lot: hcg100414-02. Summary of results: the retention devices meet qc specification, details as below: correct positive results were observed when tested with 20miu/ml hcg urine control at 3 minute read time. (N=4). The 100miu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). The 268.4iu/ml hcg urine control yielded clearly positive results at 3 minute read time. (N=3). Conclusion: from retain testing with in-house controls, the client's result was not replicated and the product performed as expected meeting qc specifications. Verified the product number, product description, lot number and batch record; no abnormal results were found. No corrective action required at this time as no product deficiency was established.